Manufacturer narrative:
Complete event site address: (B)(6). Postal code: (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an auto-fill failure error. A fiber optic sensor failure error was also generated and the pressure readings could not be obtained. The readings were obtained via ECG and therapy was continued. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-01479.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).